Event description:
IV started on 9/22 at 0200 leaking at insertion site after 36 hrs of use, causing IV to be restarted even though there were no signs of infiltration, redness or edema. Good blood return.